Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a lumbar ablation procedure, a clicking sound was heard when adjusting the pulse mode and the program would state "end of lesion." The patient did not feel the treatment so the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for investigation. The generator was powered on successfully. Variable impedance was observed from the generator after calibration and the output during lesion went out of range. The four rf amplifier boards, the rf control board and the power supply board were found defective and were replaced. All modes (sensory, motor, lesion, and pulsed) were then examined and testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. Based on the information provided to abbott and the investigation performed, the cause for the reported error message and subsequent procedure cancellation was due to a non functional rf amplifier boards, rf control board, and the power supply board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.